Event description:
Boston scientific crm received information that this right ventricular lead was explanted due to an increase in threshold measurements. A new lead was successfully implanted. There was no explant date provided.